Event description:
The hospital biomedical engineer reported the device did not boot up on ac. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the manufacturer's field service engineer. The manufacturer's field service engineer (fse) was dispatched to address this issue. The fse replaced the power management board to address this finding. The device successfully passed performance specification testing. The power management board was returned to the manufacturer for failure investigation. There were no faults found.